Event description:
It was reported that the patient experienced bacterial peritonitis, coincident with peritoneal dialysis (pd) therapy. The following day, the patient was hospitalized for three days due to the reported event. The treatment for the peritonitis was an unspecified intravenous (IV) antibiotic (dose and frequency not reported). The patient had not yet recovered from the peritonitis and they had received the final dose of antibiotics at the time of this report. The pd therapy was discontinued and the patient was placed on hemodialysis therapy. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, while (B)(4) addresses the transfer set report and (B)(4) addresses the minicap report for this patient.